Manufacturer narrative:
(B)(4). D10 - concomitant devices - zimmer segmental distal femoral component size c left catalog #: 00585004301 lot #: 66069012, zimmer segmental polyethylene insert xt size c catalog #: 00585001396 lot #: 66068979, nexgen fluted stem extension straight precoat 8mm x 130mm catalog #: 00585205009 lot #: 65617232, zimmer segmental proximal tibial component size 3 catalog #: 00585000310 lot #: 63859283, nexgen standard all poly patella size 38mm catalog #: 00597206538 lot #: 64774939, nexgen stem collar 35mm catalog #: 00585204035 lot #: 65466071, nexgen fluted stem extension straight precoat 11mm x 130mm catalog #: 00585205011 lot #: 65055137, nexgen stem collar 25mm catalog #: 00585204025 lot #: 65530735. G2 - report source - foreign: the event occurred in australia. Review of radiographs provided confirmed dislocation of the left total knee arthroplasty at the hinge. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an above knee leg amputation approximately nine (9) months following left knee arthroplasty to address dislocation of the hinge. Attempts have been made; however, no additional information is available.